Event description:
It was reported that during use of the 72 units of suture, there was a separation of the thread and needle.

Manufacturer narrative:
D.10. Concomitant product: cl-802, cl-802 polysorb 0 vio 75cm gs24 x36 (lot# a5b1365y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened samples and seventy sealed samples were received for analysis. Visual inspection of the opened samples noted two sutures and two needles. The needles were returned attached to their sutures and fully wound within their retainers. The foil pouches were inspected and no signs of abnormalities were identified. For the sealed samples, light assisted microscopic inspection of the breathable pouches showed no damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and there was no damage to the retainers. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil pouches were inspected and no signs of abnormalities were identified. Functional testing was performed and the representative samples tested satisfactory. It was reported that there was a separation of the thread and needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.